Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer could not get his sensor to calibrate because he had ice cream in the afternoon. The customer stated that he had ice cream about 4 hours ago and may have under treated. The customer was advised of 2 high blood glucose rules. The customer declined to troubleshoot.